Manufacturer narrative:
The device was returned for evaluation. The returned device was given functional testing and no alarms occurred during this time. The reported issue could not be confirmed during testing.

Event description:
It was reported the device gave a "primary audible" alarm. No adverse effects reported.